Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the us. Analysis is pending.

Event description:
Capture failure and high impedance in the ventricular channel were identified by the physician after four days of implantation. During re-intervention, the leads were disconnected then reconnected, and proper functionality was indicated. The device was explanted.